Event description:
The customer reported a versed over infusion. A new versed 100 ml bag started infusing at 5 ml/hour on (B)(6) 2013 at 1930. The nurse found the versed bag empty at 2305. The customer is requesting an event log review from 1800 to 2400 on (B)(6) 2013. The customer reported no pt harm and no medical intervention occurred. Although requested, no further pt/event info was provided.

Manufacturer narrative:
(B)(4). Devices not received, log review only. The customer has requested an event log review. The event logs and data set have been received and the eval is pending. A f/u report will be submitted with failure investigation results once the eval has been completed.